Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1 and device #2) on (B)(6) 2013 and (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax(device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about post implant of 3dmax mesh, patient was diagnosed with pain thereby underwent repair. The instructions-for-use supplied with the device list pain as a possible complication. Note, the date of manufacturing (15-feb-2013) and date of event (15-jan-2014) are considered to be a best estimate. This supplemental emdr represents the 3dmax (device #2). An additional supplemental emdr was submitted to represent the 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1 and device #2) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax(device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of 3dmax mesh (device #1). Per operative notes, ¿the hernia sac was dissected free from the spermatic cord structures and surrounding tissues. A 3dmax mesh (device #1) was placed over the defect using straps.¿ (B)(6) 2013 - patient was diagnosed with early recurrent left inguinal hernia thereby underwent laparoscopic repair with removal of 3dmax mesh (device #1) and implant of another 3dmax mesh (device #2). Per operative notes, ¿a recurrent left inguinal hernia was identified within the neck of the hernia coming in from the lower edge of the mesh. There was a fatty tissue associated with the spermatic cord structures that was dissected free, and this represented a spermatic cord lipoma. The mesh lower edge was higher in position than was initially present at the time of the previous repair. The 3dmax mesh (device #1) removed from the preperitoneal space. There was a small portion of adherence of fatty tissue. Then a new 3d max mesh (device #2) was secured in position using strap fastener." (B)(6) 2014 - patient treated for pain. Attorney alleges that the patient had adhesions, mesh migration, nerve damage, pain and hernia recurrence. It is also alleged that the patient had inflammation, foreign body reaction, fat necrosis, bleeding and removal of spermatic cord lipoma.